Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. No patient information provided to date after calls to customer (B)(6) 2022 and (B)(6) 2202. Unique identifier: (B)(4). Legal manufacturer: (B)(4).